Manufacturer narrative:
The device was evaluated by the returns department which found that there was a bad spot weld where the asm support legrest meets wldm release handle.

Event description:
Dealer is stating that there is a weld piece on the release that broke.

Event description:
Dealer is stating that there is a weld piece on the release that broke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.